Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 16- 0x20e6. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to send a replacement pump to the caller, who will receive it with updated software, and instructed the caller on how to return the problematic pump and prepare it for storage. The caller acknowledged these instructions and the shipping address was confirmed.